Event description:
Customer alleges "examination of an older pt using a 2.5 phased array, findings: chronic endocarditis and first degree aortic insufficiency. The same day, the pt undergoes an additional exam with the "tee" probe, which confirms the results. The pt is discharged, his medication having been decided upon. As his symptoms worsen massively his physician insists on another exam which takes place on 11/5/98. A heart catheter examination shows the following results: insufficiency of third degree. An emergency surgery is initiated immediately. The pt is relatively fine.